Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation but was contaminated and evaluation was not possible. A photograph of the device was received; however, the reported condition could not be investigated due to the photographs poor quality. The reported problem could not be verified. The cause of the problem is unknown. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that an unknown baxter solution administration set was leaking, and the leak was observed from a needle based y-site. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: potentially associated lot number 12l24v68 was produced on 02/25/2013. The reported lot number 12124v685 is not recognized by baxter, therefore, a review of all batch record documents was performed for potentially associated lot number 12l24v68 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.